Event description:
It was reported that patients implantable pulse generator (ipg) had migrated. It was noted that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not release at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware.